Manufacturer narrative:
The device was returned to the olympus corporation of (B)(4). The device is currently being inspected. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. This report will be supplemented as additional information becomes available.

Event description:
Olympus was informed that the culture test revealed bacteria in the rinse water of the device. As a result of the analysis, paecilomyces species (7 cfu / ml) were detected. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. No other defects have been reported by olympus corporation of asia pacific limited, which inspected the device. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, based on the investigation results of similar events in the past, olympus medical systems corp. (Omsc) assumed that the reported event was caused by followings; the water filter continued to be used for longer than the period recommended by olympus. The water supply line was not disinfected. Disinfectant solution was deteriorated. The device was contaminated during sampling. If significant additional information is received, this report will be supplemented.